Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient reported bruising at the insertion site where the sensor was inserted into the arm on (B)(6) 2021. He consulted a neurological clinic because of the hematoma. Nerve tract measurement was done, and the patient had a small nerve injury. There was no documentation of medical intervention. No other details were documented. This is being reported due to the serious injury (nerve damage). No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. The reported adverse event is being reported under 3004753838-2021-52174.

Manufacturer narrative:
(B)(4).